Event description:
Legal department was made aware of an event involving a patient implanted with an unknown depuy spine fixation device back in 2001. Two years later the fixation device was reported to have broken. Information is limited at this time.